Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing were observed on the stored egm's. The electrical parameters were stable and in range. The patient is scheduled for another follow-up. The patient was in good condition.